Event description:
The user facility reported that a water line separated from a system 1e processor overnight. No injuries were reported. The user facility cancelled procedures due to presence of water on the floor of the patient outpatient surgery center located on the floor below and water damage to ceiling, walls and a piece of equipment. Some of the scheduled procedures were performed at other locations and the others were rescheduled.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).

Manufacturer narrative:
A steris service technician inspected the system 1e processor and found the hose connecting to the uv light outlet had separated from its housing. The technician checked the water pressure at various points in the plumbing connected to the 1e processor and found them to be within specification, however, the user facility stated they will install a pressure regulator on the incoming water line. The damaged hose was returned for evaluation and an investigation is in process; a follow-up report will be filed when additional information becomes available.